Event description:
During repair of vaginal laceration with ethicon vicryl 3.0 suture the needle broke during the suturing process. A pelvis x-ray was obtained and confirmed that the broken portion of the needle was still located in the vaginal tissue. The remaining needle was removed with the guidance of a c-arm.